Manufacturer narrative:
Title: safety and feasibility of the robotic platform in the management of surgical sequelae of chronic pancreatitis source: surgical endoscopy (2018) 32:1056¿1065 / published online: 22 december 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a study analyzed the safety of robotic-assisted resections and/or drainage procedures for patients with chronic pancreatitis between 2009 and 2017. There were 39 patients who underwent the following procedures: 11 total pancreatectomies 8 puestow procedures, 4 frey procedures, 6 pancreaticoduodenectomies, and 10 distal pancreatectomies. The suture was used for the jejunojejunostomy and the pancreatojejunostomy anastomosis. Post-operative complications include: gi bleed at the jejunojejunal anastomosis requiring endoscopy, ebl up to 1000ml, fluid collection requiring CT-guided drainage, pancreatic fistula requiring ercp and 90-day readmission due to infection or abdominal fluid collection. Title: safety and feasibility of the robotic platform in the management of surgical sequelae of chronic pancreatitis: ahmad hamad, 2017, springer authors: hamad a, zenati ms, nguyen tk, hogg me, zeh hj 3rd, zureikat ah year: 2018.